Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details.

Event description:
An impella cp device was inserted into the right femoral artery in a 47-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in society for cardiovascular angiography and interventions (scai) d shock, on multiple inotropes and vasopressors, prior to initiation of support. After six days on support, the device was successfully weaned. After explant of the device, the patient experienced a major aortic leak that required an emergency transcatheter aortic valve implantation (tavi) procedure. Two proglides were implanted as a preclose system at the implantation of the impella and were left in the patient for duration of support. At explant, 10 cm of biomaterial was stuck on the pigtail of the impella and removed. After the removal, it was noted that the femoral artery was completely occluded. A vascular surgeon was called and said that collateral arteries had developed and there was no need of an emergency vascular procedure. The post-procedure outcome is survived at explant. While on support, the device functioned at p-7 at 3.2 l/min as intended with d5w sodium bicarbonate in the purge solution. Cardiac and vascular injury can be attributed to the patient's vessel characteristics and/or user technique. Thrombus (thrombosis) can occur due to inadequate anticoagulation.

Manufacturer narrative:
A5 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.